Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw2592 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when placing the catheter, the operator found that its tip was damaged abnormally. No other information was provided.